Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, restart error test, rewind test,basic occlusion test, occlusion test, prime, sensor test, excessive no delivery test and displacement test or verify low battery alarm due to blank display. Unit had broken battery cap, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. No melted case or battery cap noted.

Event description:
The customer reported via phone call that the insulin pump battery drains every three days, also before and after a battery change. Customer's blood glucose was 130mg/dl at the time of incident. Troubleshooting found that the battery compartment and cap were cracked and there was a powdery substance in the compartment. The customer was also advised that the device would be replaced and agreed to return the product for analysis.